Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the device went into threshold suspend. The customer's blood glucose level was 302mg/dl, and their sensor reading was 58mg/dl. The difference was found to not be within the acceptable range. The customer states they had received calibration error and band sensor alert. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications.